Event description:
Customer reportedly received results of 275 mg/dl and 117 mg/dl within 10 minutes on the advantage system. Customer took novolog based on result of 117 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.